Manufacturer narrative:
Fixture removal surgery due to suspected deep infection (not confirmed) or aseptic loosening. Pain when loading and osteolysis were reported as clinical signs. The procedure took place in sweden on (B)(6) 2025.

Event description:
Fixture removal surgery due to suspected deep infection (not confirmed) or aseptic loosening. Pain when loading and osteolysis were reported as clinical signs. The procedure took place in sweden on (B)(6) 2025.